Event description:
It was reported that during a shoulder cuff repair surgery, it was found that the inserter was rust when the anchor was inserted. No significant delay reported. Smith and nephew back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 72202595 4.5 twinfix ultra pk anchor assembly, used in treatment, have been returned for evaluation. Visual assessment confirmed the rust. The anchors or sutures were not returned. Instructions for use states, ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.